Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and mesh was implanted. The patient experienced mesh exposure and the exposed mesh was excised on (B)(6) 2016. Additional information has been requested.

Manufacturer narrative:
Date sent to FDA: 02/07/2017. Additional information was requested and the following was received: the patient demographic info: age, weight, bmi at the time of index procedure unk. Date of initial procedure? (B)(6). The diagnosis and indication for the initial surgical procedure? Stress inc. What were current symptoms following the index surgical procedure? Onset date? Just found on examination. Other relevant patient history/concomitant medications - no. Product code and lot number? Unk tvt classic. The initial approach for the index surgical procedure? Na. Any concurrent procedure/device implantation? No. Were there any intra-operative complications? No. When was the mesh exposure first noted by a physician? About three month after. Mesh exposure site/location, symptoms and diagnostic confirmation? Just found on exam. What is the patient¿s current status? Unk currently area of mesh removed. May be known in three months.